Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right atrial (ra) lead triggered an alert for atrial lead noise over sensing. Furthermore, the atrial pacing impedance was high, out of range and a signal artifact monitoring event was recorded with respiratory rate trend termination algorithm. Different procedural and reprogramming suggestions were given for this system that remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right atrial (ra) lead triggered an alert for atrial lead noise over sensing. Furthermore, the atrial pacing impedance was high, out of range and a signal artifact monitoring event was recorded with respiratory rate trend termination algorithm. Different procedural and reprogramming suggestions were given for this system that remains in service. No adverse patient effects were reported.